Event description:
The customer states that the following architect total b-hcg results were generated on a pt: 2005 - 8,000 miu/ml, 2005/4 mos later - 173 miu/ml (chemical treatment started), 2005/18 days later -30 miu/ml (chemical treatment stopped), 2005/8 days later -58 miu/ml, 2005/7 days later 84 -miu/ml. The same month - 41 miu/ml(surgery performed - no details available), 2005/the following month -65 miu/ml. A sample from the pt was tested using an alternate bhcg method (ria) which generated a result of 0.2 miu/ml. No specific details regarding pt diagnosis, chemical treatment, or type of surgery was available due to pt confidentially.